Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, external ram crc error and no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she just replaced the insulin. She got low battery and she replaced the battery and got unexpected restart error. She does not know blood glucose at the time of the event, but last check blood glucose was 180mg/dl. The customer had already cleared it. The pump went to rewind. The customer stated she received no delivery during a bolus delivery. She stated she changed everything. The customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The customer stated she changed it twice. The pump alarmed unexpected restart 3 times, external ram crc error three times, low battery and no delivery. The pump passed self-test. Error table indicated the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify the unexpected restart error, or external ram crc error alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.